Event description:
It was reported the actual residual volume was greater than the expected residual volume. The patient was traveling from (B)(6) and needed a pump refill so it was refilled on (B)(6) 2015 but the healthcare provider noticed 10cc¿s more than expected reservoir volume and was concerned. The patient had told the healthcare provider this was not the first time this had happened with the 10cc reservoir volume discrepancy. The reporter thought the pump was nearly empty prior to the refill on (B)(6) 2015 and did not know it the pump had been alarming. The healthcare provider reported that the pump was supposed to be empty and that the pump was alarming but they aspirated 10cc of drug and wondered why that would occur and the next steps that would be recommended. The patient had stated the first year the drug infusion system was working well but since then and currently the patient has had poor pain control. When the pump was placed the patient thought that it was only delivering 50% and they did not secure the new pump well so it may have been flipping. The healthcare provider was suspecting the catheter may need to be revised and maybe the pump replaced. Additional information later reported that the healthcare provider did not remember the exact drugs that were in the pump but did state that it was a combination of 2 drug compounded and a high daily dose. Per the healthcare provider the patient reports ¿ back pain and the pump does not seem to help¿. The healthcare provider was planning a catheter revision. Interventions, drug and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).